Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please retract this report 2017865-2014-13727, the same issue was reported as 2017865-2014-12204.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor exhibited backup operation when interrogated. After a firmware download, the device went into backup mode again.